Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is in transit to be returned to the manufacturer for evaluation but has not yet been received by the manufacturer. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: the intracranial stent deformed during use. The patient¿s vessels were tortuous with no calcification. After the microcatheter was positioned for deployment, when the stent was released to the mid-portion, it opened with deformation. Multiple attempts at adjustment were unsuccessful; the stent could not be resheathed into the microcatheter, and the stent and microcatheter were withdrawn from the body together. The procedure was completed by replacing the device. When the stent was released to about 50%, it failed to open and adhere to the vessel wall. After multiple attempts of adjustment and retrieval, the stent still couldn't open, decided to withdraw the microcatheter and the stent. Patient is fine.